Event description:
The caller alleged that the infusion device was not delivering the basal insulin. The patient was admitted to the hospital with elevated blood glucose levels and ketones. The patient was treated with insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).